Manufacturer narrative:
Customer technical support (cts) determined that the leak was ise electrolyte buffer and that the eic drain valve was not functioning properly. A field service engineer (fse) was dispatched on (B)(4) 2010 and found the valve connector not fully seated, causing the valve not to turn on. The fse reseated the connector. The fse also noted the corresponding check valve had a slight clog, so the fse removed the clog by flushing the valve with water and reinstalled. The fse calibrated and ran qcs, which all passed.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to the electrolyte injection cup (eic) was overflowing during priming of the synchron lx20 pro clinical system. No exposure to the buffer was noted.